Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that since the patient's MRI she has been having problems with the their device. The patient stated she saw healthcare provider (hcp) yesterday (B)(6) 2018 and they were going to have a manufacturing representative (rep) call the patient and the patient stated they have not called her yet. The patient reported she has pain at the battery site that started today. The patient stated the site has been bothering for a while but it's really bad now. The patient then stated the device is not working like it used to (a week or two weeks ago not working). The patient stated when lying down on that side it's so painful. No further complications were reported. No additional patient symptoms were reported.